Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a falsely elevated platelet result for one patient sample when running on the cell dyn emerald. The following data was provided: 1 example of platelet results (unit of measurement: k/¿l): (B)(6) 2023: 1st measurement 1054 / 2nd measurement 234 there was no impact to patient management reported.

Event description:
The customer reported a falsely elevated platelet result for one patient sample when running on the cell dyn emerald. The following data was provided: 1 example of platelet results (unit of measurement: k/¿l): 04may2023: 1st measurement 1054 / 2nd measurement 234 there was no impact to patient management reported.

Manufacturer narrative:
Specimen reports were provided by the customer. Review of the specimen reports confirmed platelet flagging with s and h but no (*). During the service of the cell dyn emerald 22 al instrument, serial number (B)(6), a brown crystal deposit was found in the wbc chamber. This could be indicative of maintenance or waste management issues. Field service lubricated the syringe plungers, changed the position of the hose for liquid waste and cleaned the counting chambers. The waste line was fed directly into a waste container to prevent liquid backup. After the waste management change and maintenance was performed, no additional issues pertaining to platelet imprecision have been reported. A review of all complaints associated and a review of complaint trends for the list number 04r13-01 was performed. The review did not identify any related trends and no increase in complaint activity. A review of the device history record did not identify an issue with the product. Labeling was reviewed and adequately addressed the issue under review. Based on the investigation, no systemic issue or product deficiency was identified with cell dyn emerald 22 al instrument, serial number (B)(6).